Event description:
Patient received iontophoresis treatment to left arm. The medication used was dexamethazone 4mg/ml. The skin was prepped per manufacturing recommendations. Cleaned under both the dispersive and treatment sites with the supplied alcohol prep pad, and allowed to dry. The settings used were 70ma at 2.5 current. When disposable pad was removed a blister was noted. Skin irritation resolved with no additional treatment needed. Clinical engineering assessed the machine and did not identify a malfunction. Second of two recent incidents with 2 different therapists involved. Packaging was not saved but the box the pad was taken from was. The machine was returned to the company through the sales rep, and all of the current stock of electrodes was switched out.